Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" alarm was observed. The device's system board, machine flow sensor and system board to fio2 sensor cable were replaced to address the issue.